Event description:
A 59-year-old male underwent an I-125 prostate seed implantation on 08/18/98 because of prostate cancer. His other medical history is unk. 66 I-125 seed, model#6711, were implanted. Upon chest xray, it was confirmed that one seed had migrated to the lung. No further info is known. Several attempts by nycomed safety surveillance to obtain more complete info has proved unsuccessful.